Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10-may-2018 - device evaluation: the device has been returned and evaluated by product analysis on 27-apr-2018 with the following findings: during the investigation, a review of the black box showed evidence of multiple ¿cs060¿ rtc error alarms on (B)(6) 2018. The battery compartment was found to be cracked below the grip pad. The returned battery cap was undamaged, and able to fit. The pump¿s ¿ez-prime¿ steps were performed correctly, and the pump alarmed with a ¿cs060¿ alarm during the 24-hour duration test. The reported ¿cs060¿ complaint was duplicated during the investigation. The pump¿s cover was removed, and moisture corrosion was found to the printed circuit board on the keypad circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.